Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a laparoscopic ventral hernia repair surgery on (B)(6) 2013 and mesh (4.3 cm circular) was utilized. The patient was readmitted to hospital on (B)(6) 2015, and diagnosed with "hernia mesh infection" and acute kidney infection. He had a PICC line placement and received IV antibiotics, and discharged (B)(6) 2015 on home IV antibiotics. Patient was advised that mesh needs to be removed, but that the surgery will be complicated due to the mesh attaching to his intestines. No additional information was provided.

Manufacturer narrative:
Additional narrative: it was reported that following insertion the patient experienced recurrence of ventral hernia. No additional information was provided.